Event description:
The customer reported the system was intermittently rebooting and it changed to a no boot situation.

Manufacturer narrative:
This was caused by an open power cable-replaced cable and tested system. System is repaired.